Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device had a cracked screen that prevented the user from performing meal announcements, and the user was advised to clean the screen, restart, charge the device, and monitor blood glucose closely while awaiting a replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact beyond the inability to complete meal announcements. Investigation included customer technical troubleshooting and request for user-provided video demonstrating the issue. Investigation of this device revealed a damaged display screen consistent with physical damage leading to impaired user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the device¿s screen resulting in loss of intended function.